Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was rec'd inoperable due to "door not fully latched" alarm caused by loose link screws (upper). The alarm was resolved during evaluation by adjusting the screws, with the door performing as expected. The screws will be replaced.

Event description:
It was reported that a spectrum pump has a door that will not close. It was also reported that there was no pt injury.